Manufacturer narrative:
Third party service technician evaluated the ventilator and was not able to verify customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 170 hour extended tests at customer's settings. Vent passed initial final test and initial alarm volume test, which includes alarm and ventilation functions. However, the review of event trace reveals several inop conditions; the main board needs to be replaced as a pre-caution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator stopped ventilating while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.